Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump was losing time. The patient reportedly awoke with bg 92 mg/dl on (B)(6) 2014 and then the patient¿s bg elevated to 365 mg/dl with small ketones. The patient¿s bg at the time of the call to animas was reportedly 265 mg/dl with small ketones. No other signs or symptoms were reported. The reporter stated that the time on the meter was not correct, and that he corrected it to match to the time on the computer, and it was then noted that the time on the pump and the meter were off by 9 hours. The reporter corrected the time on the pump during troubleshooting and was then advised to remove the battery from the pump and reinsert the battery. The reporter confirmed that the time and date held correctly when the battery was removed and then reinserted. The reporter denied any recent battery changes and denied that anyone had changed the time on the pump to make it 9 hours off. A review of the pump history indicated that a low battery warning and a replace battery alarm occurred on (B)(6) 2014, and another low battery warning occurred on (B)(6) 2014. The reporter denied that anyone had changed the battery in response to these alarms. The reported bg excursions do not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump was losing time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on appropriately with functional auditory and vibratory alerts. A review of the black box showed the time and date resetting to default after a reboot at 5:46am on (B)(6) 2014; the time was then manually set to 12:00am (B)(6) 2014. There was a manual time change from 8:21am to 5:21pm on (B)(6) 2014. A time keeping accuracy test was performed, and the pump was found to be keeping time accurately. The pump was exercised for 24 hours with no issues. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.